Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the sequence events on the interrogation report did not match the rate histograms. The patient had been in atrial tachycardia/atrial fibrillation a significant percent of time, but the atrial high rates did not apply to the sequence events. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.